Event description:
While using a byte night aligners, patient reported that their alignment of their lower teeth are still misaligned. The aligners have caused painful lesion on their lip leading to surgery. Requested information on lesion and if patient having surgery for this.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.